Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. Study name: (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 50 months post index procedure, the patient expired on (B)(6) 2019. The cause of death is unknown, however, per clinical evaluation, the death is not related to the study device or procedure.